Event description:
The Biomedical Engineer (Biomed) reported that while in patient use, the BSM-1733A was working but then for some reason, it stopped reading vitals. The BSM would then not power back on. No patient harm was reported.

Manufacturer narrative:
DETAILS OF COMPLAINT:The Biomedical Engineer (Biomed) reported that while in patient use, the BSM-1733A was working but then for some reason, it stopped reading vitals. The BSM would then not power back on. He replaced the battery with a fully charged one and left it on a charging dock, but the device would not power on. When pressing and holding the Power button, the QI pack on top of the BSM, as well as its power and link light would turn on but the BSM would not. No patient harm was reported.INVESTIGATION SUMMARY: The complaint device was returned to NK for evaluation and repair. During the evaluation, the reported issue could not be duplicated. As such, the complaint could not be confirmed, and a root cause could not be determined. NK will continue to monitor and trend.ADDITIONAL INFORMATION:B4: Date of this report.G3: Date Received by Manufacturer.G6: Type of Report.H2: If Follow-Up, What Type?H3: Device Evaluated by Manufacturer?H6: Event Problem and Evaluation Codes.H11: Additional Manufacturer Narrative.